Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump display showed blood glucose values in a greyed state as if the value selection was being pressed continuously, and the issue resolved after restarting the ilet and successfully syncing the pump with the ilet app; firmware was confirmed up to date, blood glucose values were not affected by the display issue, and high blood glucose was reported and addressed under a separate case. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to define a specific medical device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established.